Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant procedure, high, out of range, low voltage inadequate capture threshold issue was observed on the ra lead. Lead was removed and a new lead was implanted. New lead had better capture threshold values. Patient was stable.